Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they could not keep their blood glucose regulated and was experiencing highs and lows. The customer was hospitalized earlier in the year and fell down the starts. The customer had a low and experienced a reaction. Customer does not remember the exact date of the incident or any other details. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.